Event description:
Reportedly, a patient was implanted on (B)(6) 2024, with some difficulties and several attempts to position the atrial lead. On (B)(6) , during the pre-discharge follow-up the physician noticed high threshold with the ra lead. The physician suspected a lead dislodgement of the atrial lead. The patient was sent to another center and the atrial dislodgement was confirmed with atrial lead no longer in the appendage. The, a reintervention and the lead was explanted and a new biotronik lead was used.

Manufacturer narrative:
Analysis synthesis: as received, the fixation mechanism did not operate according to specification, given that, despite cleaning, the screw could not be extended. After dismounting the distal part of the lead, it was confirmed that it was caused by the presence of a cardiac tissue in the screw. This finding may be related to the several positioning attempts made during the implantation procedure. During the final screw position, the lead was most likely not optimally fixed to the atrium. All electrical measurements performed revealed that the inner and outer electrical conductivity were conform to specifications, as well as adequate insulation between electrical lines on each part of the lead. Based on available information, the lead has dislodged from its position and was no longer attached to the appendage. However, as no x-rays were provided, it is not possible to visually confirm it. Lead dislodgement likely occurred due to external factors, such as patient physiology, or physician preferred implant site, etc. Lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. The results of this investigation are retained and utilized for trending purposes. Please refer to the attached report.

Event description:
Reportedly, a patient was implanted on (B)(6) 2024, with some difficulties and several attempts to position the atrial lead. On (B)(6), during the pre-discharge follow-up the physician noticed high threshold with the ra lead. The physician suspected a lead dislodgement of the atrial lead. The patient was sent to another center and the atrial dislodgement was confirmed with atrial lead no longer in the appendage. The, a reintervention and the lead was explanted and a new biotronik lead was used.